Event description:
The purchasing agent reported that during cataract surgery, the surgeon observed a white substance going into the eye's anterior chamber. During followup communication, the surgeon indicated surgery was being performed on the right eye and he was able to aspirate the substance out of the eye during the same session. He indicated the substance appeared as several chucks and a few granules. He was uncertain of the substances's origin. No pt harm was reported. Additional info is not expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).